Event description:
It was reported that the customer's insulin pump batteries were only lasting two days. There were no weak battery alerts received, no excessive button pressing, frequent backlight use, daily rewinds, or unattended alarms. The anomaly persisted with a replacement battery cap. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display, due to severely corroded battery tube and battery cap contacts. It was not possible to perform functional testing, test due to blank display. It was also not possible to verify low battery alert due to blank display. There were minor scratches on the lcd window, a cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.